Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50968, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported their healthcare provider used the mesh when the pump was implanted. The mesh was reportedly "absorbed by all of their organs". The patient stated the pump was leaking inside of them, "evidently for a long time". They stated the "pump destroyed their life". They stated they were literally dying, and they were going to have to remove half of their stomach and their left kidney. Additional information was requested to determine if there was any evidence to suggest the pump or catheter had been leaking before they were removed in (B)(6) 2014; if there was a performance issue with the mesh pouch; if the mesh pouch impacted the patient's organs (such as their stomach or kidney); and if the patient's stomach and kidney removal was related to the patient's implanted device system or mesh pouch.

Event description:
The patient had issues with wound healing following implant. Two weeks after implant, the stitches were removed and ¿blood went everywhere¿; it ¿seeped and seeped and seeped¿. The hcp (healthcare professional) steristripped it shut and sent the patient home. Within the hour, the incision opened again and the patient was bleeding. The patient went back to the hcp and the hcp stitched it shut. The patient was then sent for surgery with a neurosurgeon. The neurosurgeon cancelled the operation and sent the patient home. The surgeon stated that he wasn¿t going to operate because it didn¿t look infected. The patient was at home for 4 days and then the incision ¿busted open¿ again. This time it was infected. The surgeon then operated on the patient and cleaned it up. The surgeon was very concerned they ¿may lose the pump¿, but wanted to try ¿save the pump¿ because of the amount of medication that the patient was receiving via the pump; the patient was on a ¿lot of medication¿. The hcp was concerned that he wouldn¿t be able to medicate the patient without the pump. After they cleaned it up, the patient was sent home on antibiotics and ¿everything began to feel better¿. Then ¿things did not work¿. It formed a bubble; ¿it was like a baby skin¿. The patient went to (B)(6) for the winter. The bubble finally went away while the patient was in (B)(6). When it went away, the next day, the patient could see the pump. The pump eroded and came through the patient¿s belly and the incision opened up. The patient went to a pain hcp in (B)(6). The hcp told the patient to see a neurosurgeon because it had to be taken out. The patient went to the neurosurgeon and was asked if the pump was in a ¿mesh pocket¿. The patient told the hcp that it was, but the hcp was only seeing the pump. The hcp went to remove it and was going to take the old mesh out, but could not get the mesh out; ¿it was eroded, it was a mess¿. The hcp said it was infected and the mesh had caused all kinds of problems and instructed the patient to go back to the hcp that had implanted it. The patient flew back home. The patient saw the hcp in (B)(6) 2014. He tried removing the mesh and could not get it all. The patient was put on antibiotics for 14 days. Then the hcp operated and told the patient that he had taken all of the ¿old hardware¿ out. A new pump and catheter were implanted on the patient¿s right side. After the new pump was put in, the patient kept feeling pain on the left side where the old pump was, right underneath the rib cage and front, where the old pump had been. The patient developed a very severe infection on the left side where the old pump was. At first, when the new pump was put in, the pain on the left side was not as bad, but it had gradually started increasing. It got so bad that the patient could not take it anymore. The patient had not gotten out of the house to do anything for the last week and a half prior to this report. The pain pills had not touched the pain. The patient was taking 6-7 percocet a day and it messed him up. The patient had been off all oral medications and had been doing great. The patient saw his hcp a week prior to this report and the hcp told him that his paperwork said that there shouldn¿t be anything in there and he thought it was scar tissue. He told the patient that he thought the patient was okay, but suggested x-rays. The x-rays were done and the x-rays showed that ¿everything was still there¿. They had disconnected the catheter, but did not remove it and only a third of the mesh was taken out. It bothered the patient that he was told that everything was taken out because he had been fighting for 3 months thinking that it would get better. As of the date of this report, the patient was worse than he¿d ever been and was on the way to the hospital to find out what was going on. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Per the hcp (healthcare professional), the old pump was explanted in arizona at the end of (B)(6) 2014 and a new pump was implanted on (B)(6) 2014.